Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient had an infection and the extensions and ins were removed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had erosion at the ins pocket and the device was explanted as a result. The device was to be replaced in the future. There were no environmental/external/patient factors that may have led to the issue. No device malfunction was reported. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.